Manufacturer narrative:
Age or date of birth: correction to age - changed from 79 to 76. Manufacturer's investigation conclusion: a correlation between the device and the reported event cannot be conclusively determined. No autopsy was performed, and the device was not explanted. No product available for investigation. Right heart failure is listed in the hmii IFU as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The patient care and management section of the hmii IFU provides information regarding right heart failure. The hmii IFU details that the onset of right ventricular dysfunction in patients is often accompanied by the inability of the left ventricular assist device to fill, and drastically reduced flow rates. Treatment for patients in right heart failure typically consists of inotropes to augment right ventricular contractility, fluid management, hyperventilation, and pharmacologic modulation of pulmonary vascular resistance. As a last resort, a right ventricular assist device may be employed. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device- 4 years, 2 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2012. It was reported that the patient had failure to thrive and right ventricular failure. The patient was found unresponsive and hypoxic and expired on (B)(6) 2016. Cause of death was palliative care/withdrawal of support, no autopsy was performed. The patient had biventricular heart failure and was on inotropes and was also experiencing seizures. The patient was placed in inpatient hospice as do not resuscitate (dnr). No further information was provided.